Event description:
Reportedly, there was the presence of a foreign material (hair) observed in the sterile package.

Manufacturer narrative:
Improvement was implemented in all product lines, including the presep line; however, the lot number provided indicated that this event had occurred after the implementation. A personnel acknowledgement was provided to the manufacturing operators.

Manufacturer narrative:
One opened presep oximetry catheter package was received for evaluation. The tyvek on the inner tray had been peeled opened on three sides. The product did not appear to have been used, although there were some components missing. Examination of the tray found what appeared to be a dark hair approximately 5.8" long over the syringe and dilator area of the tray. The contaminant was confirmed to be a hair by follicle on one end. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed to be a manufacturing nonconformance. An investigation is being opened to determine the cause of the complaint and implement any necessary actions.